Event description:
Asku

Event description:
It was reported that the right ventricular leads threshold increase to a high level, r-waves were not being sensed, the impedance decreased and measured to be low, and the lead integrity alert was triggered. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and primary analysis revealed no anomalies found. It was further noted that the lead was stretched and apparent explant damage had occurred. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Patient information is not generally available due to confidentiality concerns.